Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The user reported the device was unable to deliver a shock during a code event and displayed a red x indicator. Evaluation could not reproduce the reported issue. Log review confirmed the device charged to 200j; however, "check pads" and "poor pad contact" messages were immediately displayed, indicating failure to detect a valid patient impedance required for therapy delivery. No failing self-tests were identified, and the device successfully completed all required self-tests prior to the event. Functional testing confirmed the device delivered therapy at multiple energy levels without issue. It is recommended the customer verify that pads are fully connected to the device, firmly adhered to clean, dry skin, and applied according to placement guidelines. Avoid excessive movement and ensure good contact to minimize artifact or coupling issues. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to discharge and displayed a red "x" indicator. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.